Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 149, 257, 230, and 185 mg/dl. The customer¿s expected am fasting blood glucose test result range is 96-116 mg/dl and expected 2 hour post dinner expected blood glucose test result range is 150-204 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 149 mg/dl, date: 5/20, time: 3:38am, fasting. Result 2: 257 mg/dl, date: 5/19, time: 3:31am, fasting. Result 3: 230 mg/dl, date: 5/19, time: 2:52am, fasting. Result 4: 185 mg/dl, date: 5/19, time: 10:05pm, fasting 2 hr after dinner. Result 5: 163 mg/dl, date: 5/18, time: 8:51pm, fasting 2 hr after dinner. Result 6: 160 mg/dl, date: 5/18, time: 4:28am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.